Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon reported trocars from this box leaking resulting in some loss of pneumoperitoneum. He would insert a 5mm instrument into the trocar and noticed a `hissing` noise coming from the sleeve, followed by some loss of gas. Taking a trocar from another box seemed to resolve the issue. Box has been discarded.